Event description:
It was reported (B)(6) that during the implant procedure ((B)(6) 2013) upon opening the lead, it appeared that the wire was twisted just past the active areas on both ends. The lead was tested intra-operatively and it showed that all contacts had invalid impedances. A second lead was opened and implanted. The issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.